Event description:
During review of the programming and diagnostic history it was observed that a programming anomaly likely occurred. On (B)(6) 2008 the patient's device was interrogated and found at settings of 0/20/500/30/60/0/500/30 which are indicative of a faulted system diagnostics test. The prior visit in the programming history database was (B)(6) 2006, however, no system diagnostics are found on that date indicating that there is likely missing programming and diagnostic data in the programming history database. The settings were corrected no later than (B)(6) 2009 as indicated by an interrogation on that date showing the device had previously reprogrammed to 1.5/20/500/30/5 and 1.75/500/30 on a prior date.